Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Eval code - conclusion code ¿ is being updated for this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) from the return paperwork. The pump and catheter were returned and the reason for return was a potential performance issue.

Manufacturer narrative:
Analysis of the pump identified high battery resistance. Evaluation conclusion code and evaluation result code no longer apply. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving bupivacaine 40 mg/ml, compounded baclofen 2500 mcg/ml and dilaudid (hydromorphone) 50mg/ml at minimum rate via an implantable pump. Indication for use was non-malignant pain and failed back surgery syndrome. The date of the event was (B)(6) 2016. It was reported the patient experienced a sudden change in therapy/symptoms noted as their "pain ramped up". The logs were read. On (B)(6) 2016 at 15:23 reset occurred; reset occurred - low battery pump in safe state. The pump remained at minimum rate and the patient was placed on oral medications. The pump was replaced on (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.